Event description:
Event description guidant received information that during the elective explant of this implantable cardioverter defibrillator (ICD) due to the advisory/recall of this device model, the patient expired. It is reported that there was no device malfunction but that the patient death was related to the procedure. The device will be returned for analysis.